Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold. The lv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.